Event description:
(B)(4). Immediately after having essure implanted in my body, I became concerned. I was cramping and bleeding for quite some time. I experienced migraines and terrible vertigo. I talked to my doctor and he said the bleeding and cramping was normal and that it would subside. At the time, I did not recognize the migraine and vertigo as a related side effect. The bleeding eventually stopped but every period since then has been much heavier and is accompanied by massive clots and cramping. That is the very least of my issues though. In the six weeks after I had my son, I was enjoying loosing some of the baby weight and starting to see my prepregnancy body again. But then I got the essure. Not long after I got it, my abdomen started to swell. I started to have terrible pain in my joints and bones. I was also extremely fatigued, I went to my doctor who sent me to a rheumatologist. They in turn sent me to the orthopedic doctor. I've had my thyroid checked a million times along with all kinds of other tests. I've even seen a sleep specialist. Nothing is ever found. I also have intense intestinal issues. I've seen a gi doc and had a colonoscopy. I was terrified that they would find abdominal cancer because I feel like my body is dying. Thankfully, it was clear. I've gained so much weight. In part because I have no energy and am in constant pain, so I don't do as much as I used to, but a lot of it is this awful swelling in my abdomen. I have six children (not all bio kids) and I work a very demanding job that requires a lot of international travel. I do the best I can. I love my kids and my job but everyday is a struggle. I'm only (B)(6). I should not be feeling this way. I'm now looking into having the essure removed in hopes that I can get my life back.